Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify no communication due to critical pump error alarm. Insulin pump received with cracked keypad overlay and scratched on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they cannot find sensor signal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.